Event description:
Report received from (B)(6) stated that during a procedure, the foot control activated the ultrasound mode erratically, causing capsular rupture. The surgeon performed a vitrectomy with no further complications to the pt.

Manufacturer narrative:
The device was evaluated and operational testing indicated the system performed according to specs. The event could not be duplicated. The device history records were reviewed and found to be acceptable.